Event description:
While performing an acdf using uniplate 2, the tip of the tri-lob cam tightener shaft broke when attempting to unlock the cam lock to further adjust the plate. The broken tip stuck to the cam lock and was removed from the site. There were no adverse consequences to the patient.

Manufacturer narrative:
The devices were retained by the hospital. No lot number or sample was available. Without a lot number, a review of manufacturing records cannot be completed. As noted in the surgical technique, the torque limiting handle is not torque limiting when turned counter clockwise as it was when trying to unlock the cam during this event. It is also noted that the cam of the implanted plate can be rotated counter clockwise until the flat of the cam is parallel with the vertebral body. The cam should not be over turned as damage to the driver and the cam can occur if turned past parallel. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. Without a product sample we are unable to confirm the reported issue or identify the root cause. However, based upon the information provided, it appears that the cam of the plate used in the procedure may have been overturned with the driver in the counter clockwise direction, resulting in instrument tip breakage.

Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation. Retained by facility.